Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was cracked. The following information was received by the initial reporter with the following: it was reported by customer that they had disconnections and visible cracking.

Manufacturer narrative:
H10: it was reported by customer that they had disconnections and visible cracking. One photo was received for quality evaluation. The photo shows the product in the packaging, but the set is separated at the outlet port of one of the smartsites of the set. The photo does not identify a crack in a connector. The customer complaint of separation was confirmed; however, the customer complaint of component damage could not be verified. By reviewing the picture provided by the customer along with the manufacturing and quality operations team, the separation can be confirmed in the tubing/y-site body engagement. This condition may be related to a gap and/or a lack of solvent application to the tubing due to an incorrect insertion of the tubing to the solvent dispenser to the production personnel or an intermittency of the solvent dispenser that do not dispense the correct amount of solvent to the tubing; however, picture does not give us enough evidence to define a potential root cause. Corrective actions were implemented, including updates to procedural controls and verification measures, to ensure proper equipment performance and prevent recurrence. A device history record review for model 2426-0007 lot number 25105186 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.